Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2013. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. Additional information reported that a CT was completed on (B)(6) 2017. It was documented that the tip of the filter was below the left renal vein and was equal to the level of the right renal vein entering the cava. The filter was tilted with the tip very close to the medial wall of the cava without actually touching or penetrating it. The longer six legs all protrude well through the caval wall by approximately 3.5mm.